Manufacturer narrative:
The returned device was evaluated. External visual inspection revealed nothing of note. The device was able to power on using both battery and ac power. Shortly after powering up the screen goes blank and the device goes into the 10 beeps error. Internal inspection showed the u21 chip on the system circuit board is faulty, causing current leaks and responsible for the 10 beeps error. The device will not alarm because shortly after powering up it goes into the 10 beep watchdog mode. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device will not alarm. No patient impact or consequences were reported.